Event description:
It was reported that the patient had a syncopal episode as pacing inhibition resulted from non-physiologic sensing. It was also reported that the right ventricular [rv] lead and device were not properly connected. The rv pace/sense pin was reconnected to the device and both the lead and device remain in use. The patient is a participant in the painfree sst study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.